Event description:
The pt received two leads from the same lot number. It was reported the pt was having partial stimulation coverage. Sjm representative confirmed there were no impedance issues. The physician was considering to disconnect the right most lead and implant another lead to cover the remaining pain pattern.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.